Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they have had tenderness at the implant site off and on for about 2 weeks, and yesterday they had "such a tenderness and a hotspot when they touched it". Pt stated they don't have fever and there was no redness at implant site. Patient had an appointment with healthcare provider on february 24th at 10am, and they wanted a manufacturer representative there. Additional information was received from the patient (pt). Pt reports they will be receiving an epidural for their tenderness at the implant site. Pt reports they have not had their appointment yet.